Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedance measurements of greater than 2500 ohms as well as loss of capture in all configurations. A revision procedure was done where this lead was found to be fractured. The device was explanted at the same time to avoid an additional surgery. The patient has not experienced any symptoms as a result.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.